Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to label claims. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unconfirmed false negative result with the binax now covid-19 ag card assay performed on (B)(6) 2020 on a direct tested nasal knitted swab. Repeat testing was performed on (B)(6) 2020 and generated negative results. Confirmation testing was performed on (B)(6) 2020 and generated positive results; CT values not provided. The customer stated the patient was asymptomatic but had known exposure to covid-19 on (B)(6) 2020. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per binaxnow covid-19 ag card product insert intended use: negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false negative results leading to possible increased complications and the risk of community hazard by further spread due to lack of early containment measures, such as isolation, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: d3, g1. H10: additional information received from the customer identified that per the customer, four (4) weeks later the patient did an antibody test and had no covid antibodies. It is my opinion that my abbott binax now card was accurate in the negative, and the pcr was a false positive.